Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radicular pain syndrome (radiculopathies). It was reported that the patient¿s ins was dead and the patient couldn't charge. The patient reported that they saw a screen with a ¿dr face.¿ the patient requested physician listings. No symptoms or complications were reported.